Event description:
It was reported that a flo-gard infusion pump had a broken door in channel two. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The alarm log review did not identify anything related to the reported problem. Visual inspection and functional testing were performed. Visual inspection revealed that the latch door was broken. The cause of this condition could not be determined. To correct this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.